Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic lower anterior resection procedure, the reload broke off while cutting the rectum. They used the a new one to complete the procedure. There was no patient injury.